Manufacturer narrative:
This lot number relates to product manufactured by bd medical which was acquired by argon medical devices, inc. A review of the documents related to the manufacture of this device was requested from bd medical but has not been received as of the date of this report october 22, 2015. The customer indicated on the complaint form that no product could be returned to argon quality for this complaint. There was no patient injury. Leak in the catheter may have been due user error (eg. Did not secure device, inapprorpriate dressing applied, etc.) Or over rough treatment by the patient. Catheters are 100 percent inspected at various stages of the manufacturing process. A pressure test is performed on all catheters during manufacturing to ensure the catheters can withstand the pressures and forces when utilized within the instructions for use. A control pull test is also performed per the specifications to ensure catheter strength and integrity.

Event description:
Observed leak in the catheter during passage. (No add information is possible, complaint received by the (B)(6))